Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the right atrial lead exhibited noise and variable in impedance. The lead implant was attempted but it continued to have variable in impedance. The physician decided to use a new lead. The patient was in stable condition post procedure.